Event description:
A pt reported experiencing "cloudy corneas" while including a particular lot of complete moistureplus in their contact lens care regimen. Pt explained that in july, they purchased three bottles of the solution, and two of the three were the same lot number being reported. Shortly after starting to use the solution, they began experiencing irritation, blurry vision, and light sensitivity (ou). They sought treatment from an optometrist who referred them to an ophthalmologist. According to the pt, examinations reportedly showed compromised epithelium ou, with "pin holes"; corneas "looked as though they had been sand-blasted". Pt was treated with several meds (details of med forthcoming), and eventually both corneas were scraped. Additional info regarding attending physician evaluation, treatment and prognosis is being requested. Manufacturer has requested that the pt forward the complaint unit. Chemical evaluation of a retained unit from the reported lot was found to be within specifications. Batch records were reviewed and did not provide an explanation for this event.